Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that three weeks earlier, when replacing the battery following a low battery alarm, the pump felt hot. The reporter removed the, battery which was very hot. At that time an alkaline was in use and the setting in pump was correct. After letting the pump cool off and putting in a new battery there have been no further problems. No corrosion or moisture inside battery compartment. The reported just today notice a crack in the battery compartment that was not present at the time of the overheating. The battery cap has never been changed. There is no reported adverse event associated with this complaint. This complaint is being reported because of the allegation that the pump overheated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the pump was evaluated by product analysis on (B)(4) 2012 with the following results: pump was normally powered on and exercised; no overheating or alarms were duplicated. The pump was tested with an external power supply and all currents were within specification . The battery compartment is cracked. The pump passes a 29 hours. Flow accuracy test and found to be delivering within specifications . The pump was opened, no damage was found to the force sensor or on the power circuits. History shows total daily insulin deliveries add up correctly and reflect the user's programmed basal rates. Performed "ez-prime" operation successfully, the pump ran for 24hrs, no alarms duplicated during testing.